Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9350969, medical device lot #: 9350856. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill. The following information was provided by the initial reporter: "vacutainers are overfilling past the cap".

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. Evaluation/testing of the customer samples was performed and overfilling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 295453. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill. The following information was provided by the initial reporter: "vacutainers are overfilling past the cap".